Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr resolved the issue by replacing the assy, gear pump cc (c-35015612-01). No additional discrepant result issues have been reported since the service activity was completed. The assy, gear pump cc (c-35015612-01) was determined to be the likely cause of the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. Trending was reviewed for the analyzer and part and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed discrepant co2 results generated on the alinity c processing module for 3 samples. The customer is questioning the results due to the patients having a higher anion gap than on another alinity c. The following results were provided: sid: 191-180 first result from alinity ac01744 second result from another alinity na = 137, repeated on another alinity = 130, k = 4.1, repeated on another alinity = 4.2, cl = 93, repeated on another alinity = 99, co2 = 22, repeated on another alinity = 20, anion gap = 22 other alinity = 11. Sid: 191-248 first result from alinity ac01744 second result from another alinity na = 139, repeated on another alinity = 131, k = 4.0, repeated on another alinity = 3.9, cl = 93, repeated on another alinity = 100, co2 = 22, repeated on another alinity = 21, anion gap = 24 other alinity = 10. Sid: 191-291 first result from alinity ac01744 second result from another alinity na = 147, repeated on another alinity = 140, k = 4.2, repeated on another alinity = 4.0, cl = 101, repeated on another alinity = 108, co2 = 23, repeated on another alinity = 21, anion gap = 23 other alinity = 11. The anion gap is calculated measurement from sodium, chloride and carbon dioxide (co2). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6), sid (B)(6), and sid (B)(6).

Event description:
The customer observed discrepant co2 results generated on the alinity c processing module for 3 samples. The customer is questioning the results due to the patients having a higher anion gap than on another alinity c. The following results were provided: sid: (B)(6) first result from alinity ac01744 second result from another alinity na = 137, repeated on another alinity = 130; k = 4.1, repeated on another alinity = 4.2; cl = 93, repeated on another alinity = 99; co2 = 22, repeated on another alinity = 20; anion gap = 22 other alinity = 11. Sid: first result from alinity ac01744 second result from another alinity na = 139, repeated on another alinity = 131; k = 4.0, repeated on another alinity = 3.9; cl = 93, repeated on another alinity = 100; co2 = 22, repeated on another alinity = 21; anion gap = 24 other alinity = 10. Sid: (B)(6) first result from alinity ac01744 second result from another alinity. Na = 147, repeated on another alinity = 140; k = 4.2, repeated on another alinity = 4.0; cl = 101, repeated on another alinity = 108; co2 = 23, repeated on another alinity = 21; anion gap = 23 other alinity = 11. The anion gap is calculated measurement from sodium, chloride and carbon dioxide (co2). No impact to patient management was reported.